Event description:
It was reported that on (B)(4) 2010, the patient presented with neck pain and left shoulder pain, weakness of left deltoid and decreased pain over the deltoids and some trouble with the left shoulder. Pre-op diagnosis: herniated nucleus pulposus c3-c4 with left shoulder pain. Patient underwent following procedures: 1. Anterior cervical discectomy. 2. Fusion of c3-4 with a 25mm plate, 14mm screws (x4), and allograft. Per op notes, a graft was selected and countersunk 2 mm in a routine fashion. A #25mm medtronic plate was selected and held in place with a positioning pin. Two 14 mm screws tightened partially down. Same thing was done inferiorly. All 4 screws were tightened, and the locking plate slid superiorly and locking mechanism was locked. Intraoperative x-ray of lateral c-spine was performed which showed good position of the plate, screws and plug at c3-4. No complications reported. (B)(6) 2010: patient underwent cervical spine x-ray for fusion follow up. Findings: there is continued prevertebral soft tissue swelling overlying the fusion hardware. No discrete hardware complication or acute or aggressive or bony abnormalities are otherwise seen. (B)(6) 2010: patient underwent CT of the cervical spine due to neck and shoulder pain and postop cervical fusion. Impression: multilevel stenosis as result of broad protruding osteophytes and ligamentous ossification posteriorly. Postoperative changes. There is widening of facet joints at c4-5 along with overall reversal of cervical curvature. (B)(6) 2010: patient underwent MRI cervical spine without contrast due to neck pain with radiation into the right shoulder. Impression: alteration of alignment at the c3-4 level with post operative changes noted anterior at this level. Central canal stenosis is present at the c-4 level. (B)(6) 2010: patient presented with kyphotic deformity with splaying of the spinous process at c4, 5, and collapse of the body of c4 with a kyphotic deformity and shoulder pain. The pain was so bad the patient could not stand, could not sleep, and medication did not work. Preoperative diagnoses: collapse of vertebral body c4 with kyphotic deformity, pain following intercervical diskectomy and fusion c3-4 on (B)(6) 2010. Patient underwent a revision anterior cervical surgery with removal of medtronic plate from c3-c4, removal of bone graft at c3-4, c4 carpectomy, harms cage c3-c5 with autologous bone and bmp and 45 mm plate, four 16 mm screws (the mesh was 30 cm long, 10 x 14), and posterior cervical fusion lateral mass screws bilaterally c3, 4, 5 with mastergraft and bmp. Per op notes, c-arm fluoroscopy was used for localization and used throughout the case. Gradual dissection was done. The plate was found inferiorly. Dissection was carried higher until the plate was exposed from above. Medtronic plate was removed with the medtronic equipment. Oval wire mesh cage 10 x 14 x 30 was impacted into place a little lower on the inferior side but under the lip on the top and tightly impacted. A 45 mm medtronic plate was selected and positioned in place. Two 16 mm screws were placed down partially and two inferiorly. Facets were decorticated. Bmp and mastergraft were then placed along both sides. No complications reported.

Manufacturer narrative:
(B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.